Event description:
It was reported during an impedance check, it was not possible to get results (only ??? Was returned on the display). The current was less than 15. Electrodes 0, 1 and 3 all had the impedance error. It was not possible to increase the stimulation and rerun the test, as the patient had left. The patient had reported stimulation was turning off, and the stimulation felt "odd".